Event description:
The customer reported that the device intermittently won¿t recognize the battery.

Manufacturer narrative:
(B)(4): the customer reported that the device intermittently won¿t recognize the battery. The device was evaluated at philips. The issue was localized to a broken contact pin on the battery pca. The battery pca was replaced to resolve the issue.